Event description:
On 3/15/2000 customer informed baxter sales of 9 donor reactions, which were described as common symptoms associated with apheresis. These reactions were said to have occurred from 1/1/2000 to 3/15/2000. The customer initial reason for contacting baxter was in relation to four alleged reactions associated with a single instrument. The add'l five reactions were referenced during the conversations and were unrelated to the instrument in question. This report is for donor #6: donor has been donating since october 1984. Donor was currently taking prempro. Approximately 45 minutes into the procedure donor complained of feeling warm and pallor. Donation was discontinued. Donor was given orange juice with sugar and placed in the trendelenburg position. Donor was released in good condition. Donor center believes this to be a normal reaction known to be associated with plasmapheresis procedures.